Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of device smell like burn plastic. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with the patient is alleging of device smell like burn plastic. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the burned pca. The customer complaint was reproduced. There were 4 error codes has been identified. The device was scrapped. Section h6 was updated in this report.